Event description:
The caller reported an issue with the insulin gauge displaying a different amount than expected, with a noticeable discrepancy in the fill estimate on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer not to overfill the cartridge and suggested reloading the cartridge and cleaning the nematic tap area of the pump, which the caller was able to do successfully. The caller chose to continue using the current cartridge and will follow up if necessary.